Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava filter placement. The sheath was advanced into the right femoral vein. The filter was deployed and the sheath was removed. Manual pressure was held over the femoral vein and a dressing was placed once hemostasis was achieved. Approximately five years two months post filter deployment, the patient was scheduled for a CT scan to visualize the ivc filter. CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with perforation of three filter limbs and a fourteen degree tilt. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation purposes. Images were not provided for reviewed. Medical records were provided and reviewed. Approximately five years and two months post filter deployment, CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with perforation of three filter limbs and a fourteen degree tilt of the filter. Based on the provided medical records the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient was scheduled for vena cava filter placement and the filter was successfully deployed. Approximately five years two months post filter deployment, CT scan demonstrated three filter limbs extending beyond the caval wall. No additional information was provided in the medical records received.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava filter placement. The sheath was advanced into the right femoral vein. The filter was deployed and the sheath was removed. Manual pressure was held over the femoral vein and a dressing was placed once hemostasis was achieved. Approximately five years two months post filter deployment, the patient was scheduled for a CT scan to visualize the ivc filter. CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with perforation of three filter limbs and a fourteen degree tilt. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation purposes. Images were not provided for reviewed. Medical records were provided and reviewed. Approximately five years and two months post filter deployment, CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with perforation of three filter limbs and a fourteen degree tilt of the filter. Based on the provided medical records the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient was scheduled for vena cava filter placement and the filter was successfully deployed. Approximately five years two months post filter deployment, CT scan demonstrated three filter limbs extending beyond the caval wall. No additional information was provided in the medical records received.